Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
For his first mako tka ((B)(4)), everything went as planned: registration was good, balancing was good, passed all checkpoints to get into the cuts, removed all green. Then he went to trial and noticed the trial was not fitting and looked flexed compared to the cuts. He then put the planar probe to the anterior and anterior chamfer cuts and there was a piece of bone holding it up, he used a manual saw to remove that small piece of bone, and then took the green probe to check the distance. We then went back in and touched up all femur cuts. Passed all checkpoints, as he was touching it up and put more pressure and we noticed he was shaving bone off. Once all recuts were done he trialed again and the trial fit. We flipped to the next room, again registration was good, balancing was good, passed all checkpoints to get into the cuts, removed all green. He went to trial and again the trial did not fit and it looked flexed compared to the cuts. Checked with planar probe and distance looked fine but for anterior cut was about 2 degrees off. Recut all femur cuts again, and again he put more pressure on the blade and again shaving off more bone in multiple cuts. Trialed again and the implant fit well. The joint was tight in extension and the doctor wanted to remove more tibia but the tibial array was bumped so we took more distal femur. Recut all femoral cuts and used planar probe to check. Finished both cases. Tka case # 2 delayed 30 minutes.

Event description:
For his first mako tka (B)(4), everything went as planned: registration was good, balancing was good, passed all checkpoints to get into the cuts, removed all green. Then he went to trial and noticed the trial was not fitting and looked flexed compared to the cuts. He then put the planar probe to the anterior and anterior chamfer cuts and there was a piece of bone holding it up, he used a manual saw to remove that small piece of bone, and then took the green probe to check the distance. We then went back in and touched up all femur cuts. Passed all checkpoints, as he was touching it up and put more pressure and we noticed he was shaving bone off. Once all recuts were done he trialed again and the trial fit. We flipped to the next room, again registration was good, balancing was good, passed all checkpoints to get into the cuts, removed all green. He went to trial and again the trial did not fit and it looked flexed compared to the cuts. Checked with planar probe and distance looked fine but for anterior cut was about 2 degrees off. Recut all femur cuts again, and again he put more pressure on the blade and again shaving off more bone in multiple cuts. Trialed again and the implant fit well. The joint was tight in extension and the doctor wanted to remove more tibia but the tibial array was bumped so we took more distal femur. Recut all femoral cuts and used planar probe to check. Finished both cases. Tka case # 2 delayed 30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding triathlon implants not fitting correctly during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 312 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding triathlon implants not fitting correctly. There were two other reported events for the listed catalog number (prs 1710589 and 1435698). Conclusion: the inaccuracy cited in this product report is a combination of a potential array bump, and user failure to lower the mako during the cutting event compromises the accuracy of the system.